Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D9: device availability. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) ilpc442, (certain low-profile abutment 4.1mm(d) x 2mm(h) for evaluation. Visual evaluation was performed, excessive wear however the bundled low profile abutment screw was not returned with the abutment. Unable to verify the fractured screw. DHR review was completed for the subject lot number 2020100200. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2020100200 for similar events and no other complaint was identified. Review completed utilizing keywords: dental: functional: fracture: screw. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was clinician incorrectly engages abutment screw into implant. Therefore, based on the available information, a device malfunction could not be verified as the screw was not returned. The reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided. A2: age at time of the event: unknown / not provided. A3: gender: unknown / not provided. A4: patient weight: unknown / not provided. E1: reporter name: unknown / not provided.

Event description:
The doctor reports that the abutment located in position number #46 failed because it fractured by the screw part. The patient came with the piece in hand to the clinic. The doctor reports that the procedure was concluded by placing another abutment.